Event description:
It was reported that the external pulse generator was sent to the hospital biomedical engineering department because it would notpower up. The battery was replaced, and then the generator powered on, however during the preventative maintenance check the sensitivity was in and then out of specification. It was noted that the generator was just back from being repaired one month ago. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator was sent to the hospital biomedical engineering department because it would notpower up. The battery was replaced, and then the generator powered on, however during the preventative maintenance check the sensitivity was in and then out of specification. It was noted that the generator was just back from being repaired one month ago. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the customer comments that the generator would not power up and had sensitivity out of specification and it was attributed to the printed circuit board (pcb) being corroded. Analysis also found the liquid crystal display (lcd) to be corroded, the upper case broken, the lower case corroded and the side bail covers broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.